Event description:
A slic screw was implanted into the wrist of a patient. At a six month check up, it was determined that the two sections of the slic screw had separated. Removal has not been scheduled.